Manufacturer narrative:
Concomitant medical products: product ID 7426, implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the parkinson's disease patient's implantable neurostimulator (ins) was turned off due to a broken lead on (B)(6) 2011. It was further reported the lead remained in the patient at that time. It was "unknown" whether the patient had received a 50% or greater reduction in symptoms from their device and it was unknown whether the patient was receiving effective therapy at the time of report. A supplemental report will be filed if additional information is received.